Event description:
A report was received that the patient was experiencing burning sensation and pain at/around the pocket site. The physician believed that the pain was caused by the surrounding muscles. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead 70cm. Model #: sc-4316, lot #: 15963204, description: next generation anchor kit. Device evaluation indicated that the ipg sc-1110-02 s/n (B)(4) passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Analysis for lead, sc-2218-70 s/n (B)(4), revealed one cable was fractured at the weld nugget in the electrode array of the distal end. There were no exposed cables. The damage most likely occurred during the explant procedure when the lead was pulled. It is not considered a failure. The lead passed visual testing. Analysis for lead, sc-2218-70 s/n (B)(4), revealed the lead body was slightly cut during the explant procedure. Several cables were exposed. Impedance measurement and x-ray inspection found no anomalies. Damage is a result of a typical explant and is not considered a failure. The lead passed electrical testing. Analysis of clik anchor, sc-4316, revealed that one clik anchor has a torn eyelet. No parts of it...

Event description:
A report was received that the patient was experiencing burning sensation and pain at/around the pocket site. The physician believed that the pain was caused by the surrounding muscles. The patient will undergo a pocket revision.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Manufacturer narrative:
Additional information was received that the pocket revision will not take place as the patient has passed away due to cancer.

Event description:
A report was received that the patient was experiencing burning sensation and pain at/around the pocket site. The physician believed that the pain was caused by the surrounding muscles. The patient will undergo a pocket revision.